Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported pulling residual insulin from used cartridges and using it in new cartridges, and using infusion sets for greater than 2 days. Customer was instructed not to reuse insulin, and to change trusteel infusion sets every 2 days per the user guide. Customer successfully resumed insulin delivery. Customer's blood glucose was 196 mg/dl at time of event.